Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had pain and spasms on her right mid back - she stated the issue started sometime after surgery but does not know exact date. It was noted the physician assistant felt the muscle had not healed properly around the strain relief loop and this is causing pain, a lump and spasms on her right side of her mid thoracic back. It was noted it was all new pain since surgery. An  x-ray to determine the depth of the loop was performed. The physician assistant felt that revising the  lead and burying the loop more would help with the continued issues. Surgery was to be scheduled but it was unknown for when.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4) implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 29-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.